Event description:
It was reported that externalized conductors were observed on the lead during change out for normal eri. The electrical function of the lead was normal. The patient was asymptomatic. The lead was explanted and replaced. The patient was in good condition after the event. Review of the diagnostic imaging by st jude confirmed that external conductors were present on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 17.2cm was returned for analysis. External insulation abrasion was noted at 14.9-15.0cm from the connector pin, consistent with lead friction to the ICD can. The (B)(4) coating was intact at this location.